Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator has reached its eos (end of service) as it has been overdischarged three times and cannot be recovered. The patient is looking to upgrade the system to the newest implantable neurostimulator. There were no patient symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that their implant has been dead for 4 -5 years. Clarifying questions were asked and caller stated that the implant went into overdischarge 3 times and now the implant will not charge at all.